Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure the sapien valve was implanted too ventricular requiring placement of a second valve to correct the central aortic insufficiency. The patient was reported as doing well after the procedure. Per report, the balloon valvuloplasty (bav) was successfully performed with an edwards 20 x 3cm balloon. The 26mm sapien valve was positioned in what was thought to be a 50:50 position. As the valve deployed the valve shifted ventricular and remained primarily sub-valvular in approximately a 5:95 ventricular position. It was recognized that the camera was not in correct position for the identified co-planar view; the camera was repositioned. Wide open ai was visualized on echo. The patient remained stable during this time with a systolic pressure of approximately 90-100mmhg. A second valve was prepped and positioned more aortic inside the first valve. The second valve was deployed with a final position of 40:60 ventricular with approximately 1 stent cell overlap. Echo revealed zero paravalvular leak and no central aortic insufficiency. The patient was stable throughout the placement of both valves. The sheath was removed and incision closed without issue. The patient was extubated and left the room in stable condition. The perceived root cause of this event was attributed to poor sheath angle & depth; poor co-planar view during the case. During this case, ventilation was held and there was no loss of pacing capture during valve deployment. There was mild mitral annular calcification and no ventricular septal hypertrophy. The patient's native valve/ leaflet calcification was described as moderate. The aortic root calcification was described as mild. There was no aortic root calcification noted. The patient's ejection fraction was reported as normal.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to these events. Per the report received, the aortic valve/leaflets were moderately calcified; there was poor sheath angle and depth (coaxial alignment) along with poor co-planar view (image intensifier angle). Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.